Manufacturer narrative:
H10 h3, h6: the navio handpiece, used in treatment, displayed error while cutting femur for a procedure on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the handpiece jam error. The root cause of this issue was found to be mechanical component failure.

Event description:
It was reported that, during an ukr surgery, while cutting the femur, there was a handpiece jam error. Troubleshooting was tried, but there was a noise coming from the handpiece gears while trying to move the drill. The handpiece was replaced to continue with the case. Surgery was delayed, but it is unknown for how long. The patient was not harmed. The results of investigation indicate that the snaplock nut was broken, which is a reportable malfunction.